Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown; implant date - (B)(6) 2008 (exact date unknown); initial reporter - unknown; manufacture date - unknown.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement procedure in (B)(6) 2008 and subsequently was revised on (B)(6) 2013 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a total hip revision procedure approximately five years post-implantation due to unknown allegations. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.